Manufacturer narrative:
Initial and final MDR 1924322 - MDR 8021545-2024-02484- device 2 of 3. E1: patient city: (B)(4). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set falling event on 09-jun-2024. Cause of the product not adhering wad poor adhesive send tape kit. Prep wipes might be used to clean the insertion area. No further information available.